Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. The customer reported problem of an unknown system error was not verified in the event history log review. Visual inspection of the device was performed with no issues noted. Digital pcb voltages were checked as part of functional testing and found to be within specification. A short simulated therapy was successfully completed. Review of the device logs showed all of the therapy information was missing which is an indication of a problem with the digital pcb. The cause of the problem was the digital pcb. The digital pcb was scrapped to solve the problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown system error during the end of peritoneal dialysis therapy. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.